Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient uses a cpm machine that flexes their knee for therapy. This machine was needed following a knee replacement surgery (not related to device/therapy) and requires bluetooth with a tablet computer. Patient believes the ins was interfering with the bluetooth with the tablet computer. They were using a bluetooth tablet computer and figured out the ins bluetooth was interfering with the operation of the cpm because the patient couldn't get the cpm to work. Patient operated the tablet computer outside of the bedroom, but once the tablet computer came into the bedroom, the tablet computer was interfering with something; patient believes it was the bluetooth connected to the ins. They believe the interference with the bluetooth has messed with the patient's settings, but the patient doesn't know. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cpm used a bluetooth driven (B)(6) and that was apparently interfering with the ins. It was noted that they switched to a manual cpm without the (B)(6) connection and the issue resolved. There were no further symptoms or complications reported or anticipated.